Event description:
It was reported the ¿replace generator soon¿ message was displayed on the patient controller (pc) indicating the generator was approaching its end of service. The elective replacement indicator (eri) message appeared to have triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy. In addition, the patient's pc software update would be performed and clear the eri message.